Manufacturer narrative:
The returned product consisted of an emerge balloon catheter. The balloon was tightly folded with blood in the wire lumen. There were numerous hypotube kinks. The hypotube was separated 24.5cm from the hub. The separated ends of the hypotube was ovaled indicating the hypotube was kinked prior to separating.

Event description:
It was reported that shaft break occurred. The chronic totally occluded target lesion was located in the severely calcified right coronary artery. A 2.00mm x 8mm emerge balloon catheter was advanced for dilatation. There were two balloons in the guide catheter and while pushing, the shaft kinked and when pulled back, the shaft broke about 6 inches from the hub. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported.